Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the customer was provided with reset information. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer would resume insulin after gaining access to their supplies.